Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this failure mode in the past three years. As no product could be returned a product evaluation could not be carried out. It was reported that all indicator lights were illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after a thr on (B)(6) 2020 a pico 7 pump was applied and a good seal was obtained and the pump was working. When the nurse checked the patient in the morning, the pump was still working. When she returned to the patient at 11.20 am the pump had stopped working and all the alerts on the pump were flashing. Troubleshooting was given but it couldn't solve the issue. Staff were unable to locate the pico 7 packaging as it had been discarded, so it was unable to determine the serial number. The number on the back of the pump is (B)(4). A replacement pump was ordered from the facility's store after discussion.